Event description:
It was reported that high impedances were detected on several paddle lead contacts during a programming of the spinal cord stimulation (scs) device. Several attempts to reprogram the scs lead were made however were unsuccessful as a result the patient experienced inadequate stimulation. The patient underwent a procedure where part of the lead was removed and replaced with another of the same model and added a lead extension. The physician noted the lead was disconnected from the ports, the lead end was frayed and the contacts partially out of the epidural space. The physician removed eight lead contacts however was unable to remove the remaining eight contacts. X-ray imaging taken after the procedure does not reveal the remaining lead contacts. The patient is over six feet tall, and the paddle lead may have been too short causing the lead to migrate and fray and shouldve had a lead extension included during the initial implant per the physicians assessment. The patient did well post-operatively and was successfully programmed.

Event description:
It was reported that high impedances were detected on several paddle lead contacts during a programming of the spinal cord stimulation (scs) device. Several attempts to reprogram the scs lead were made however were unsuccessful as a result the patient experienced inadequate stimulation. The patient underwent a procedure where part of the lead was removed and replaced with another of the same model and added a lead extension. The physician noted the lead was disconnected from the ports, the lead end was frayed and the contacts partially out of the epidural space. The physician removed eight lead contacts however was unable to remove the remaining eight contacts. X-ray imaging taken after the procedure does not reveal the remaining lead contacts. The patient is over six feet tall, and the paddle lead may have been too short causing the lead to migrate and fray and shouldve had a lead extension included during the initial implant per the physicians assessment. The patient did well post-operatively and was successfully programmed.

Manufacturer narrative:
The returned lead was visually inspected and revealed that the paddle lead tails were completely separated from the paddle. Portion of the paddle was not returned. It was reported that there was no lead extension, the patient is tall, and the lead may have been too short causing the lead to migrate and fray. The returned lead was not analyzed, and electrical testing could not be performed due to the damage. A product labeling review identified the device was used per the instructions for use (IFU). Additionally, lead migration, lead breakage and open circuits are noted within the IFU as a known inherent risk with the use of the device. Lead migration can result in undesirable changes in stimulation and subsequent reduction in pain relief.